Event description:
Customer reported an issue , with a description of "air or water flow is weak or ineffective". The issue found during a demonstration. There was no patient harm, no user injury reported due to the event. Device initial evaluation noted the device nozzle likely clogged with a foreign material. This report is being submitted for clogged nozzle possible with foreign material attached inside the nozzle (device reprocessing, insufficient reprocessing issue).

Manufacturer narrative:
The subject device was returned at regional repair center olympus france (rrc-ofr) for evaluation. Initial evaluation has started and in progress. The final evaluation results report has not yet been provided. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.